Manufacturer narrative:
Through a post market surveillance study maude search review, performed by qi (B)(4), it was identified that a patient reported having pain, discomfort and limited range of motion in maude report (B)(4). A review of the prior complaint history was reviewed and no similar complaint comments were identified since 2007. A review of the tmj tracking database also identified no similar comments from returned tmj tracking cards. Is it not believed that this issue was reported to biomet microfixation prior to the maude report. With an unknown part and lot number, the sales and manufacturing histories, customer, patient, and implanting surgeon are all unknown. No follow up is able to be performed.

Event description:
The patient reports that her tmj is causing her pain and limited range of motion.